Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an interventional procedure involving the superficial femoral artery, an advance 18 lp low profile balloon catheter ruptured. Access was obtained in the femoral artery to target the superficial femoral artery. A cook sheath was used during the procedure, as well as an unknown atherectomy device and inflation device. Two cook wires were reportedly difficult to advance through the catheter. The anatomy was moderately calcified. After the atherectomy was performed, the user ballooned the lesion with an unspecified 5x200 balloon. The user then attempted to use the complaint device, at which point the balloon ruptured upon the first inflation, at twelve atmospheres. The balloon was not inflated within a stent. The balloon catheter was removed by itself, and another balloon was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual and dimensional inspection/verification of the complaint device was also conducted. The complainant returned one used device to cook for investigation. Physical examination of the returned device showed a tear in the balloon approximately 1.7 centimeters in length. A document-based investigation evaluation was also performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Cook also reviewed the device instructions for use (IFU). It states, ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers. Note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded patient anatomy contributed to this incident. It¿s possible that patient moderate calcification caused the balloon to rupture when the user switched to a larger balloon. The risk analysis for this failure mode was reviewed and no additional escalation was required the appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an interventional procedure involving the superficial femoral artery, an advance 18 lp low profile balloon catheter ruptured. Access was obtained in the femoral artery to target the superficial femoral artery. A cook sheath was used during the procedure, as well as an unknown atherectomy device and inflation device. Two cook wires were reportedly difficult to advance through the catheter. The anatomy was moderately calcified. After the atherectomy was performed, the user ballooned the lesion with an unspecified 5x200 balloon. The user then attempted to use the complaint device, at which point the balloon ruptured upon the first inflation, at twelve atmospheres. The balloon was not inflated within a stent. The balloon catheter was removed by itself, and another balloon was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = lab manager this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.